Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented to the clinic due to syncope. Upon device interrogation the right ventricular (rv) lead exhibited high and uns table thresholds. It was suspected that the lead was faulty. It was noted that the patient experienced arrhythmia, heart block and asystole. The rv lead was reprogrammed and later explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.